Manufacturer narrative:
There is more information on the device evaluation. Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, b5, g3, g6, h2, h6, and h10. Information on reprocessing of the device: there was no delay in pre-cleaning after the last procedure. Customer is trained on reprocessing as per (IFU) by olympus field service, and they are correctly performing the reprocessing steps. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. This device was repaired once in the past year on mar 31, 2022. This device was not used in a procedure per the additional information received for this event. Thouhg non-conformities were present in the device, it cannot be determined that the non-conformities were related to the event. The foreign material around the forceps elevator and on the distal end rubber coating (a-rubber) could not be identified. Since, customer is trained on reprocessing as per (IFU) by olympus field service, and they are correctly performing the reprocessing steps, there is no root cause determined for the issue the instructions for use (reprocessing manual) includes the following statements: if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.

Event description:
Addendum feb 9, 2023: customer reported issue of free play for up/down/right angulation occurred during reprocessing. There is no patient involvement. The device was inspected in reprocessing and sent in for repair without being used further in any procedure. There is no possibility of the device having been used in a procedure with the presence of foreign material.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator has foreign material. The distal end rubber coating (a-rubber) also has presence of clotted protein. This attributed to failure to clean adequately. Other observations for the device are: adhesive on a-rubber is detached; connecting tube, suction (s) cover, and distal end cover (c-cover) have a scratch; low angulation; play of knobs; and due to damage of forceps elevator wire (k-wire), forceps raising angle does not meet the standard value. The user¿s complaint of play of knobs was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a free play issue for up/down/right angulation. There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has foreign material. The distal end rubber coating (a-rubber) also has presence of clotted protein. This attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of presence of foreign material in forceps elevator and clotted protein on a-rubber, as observed during device evaluation.